Event description:
It was reported that a malfunction alarm occurred with the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. Technical support decided to replace the malfunctioning pump, and the customer used a backup insulin pump to ensure continued delivery of insulin.